Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was dislodged from the a nnulus upon release from the delivery catheter system (dcs). The valve was snared and left implanted above the sino-tubular junction. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.